Event description:
Caller reported damage to tandem charging cable, which left the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies with a two-day shipping service, and the caller planned to rely on multiple daily injections if the battery depleted before receiving the new charging cable.